Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mid popliteal artery. Preparation of the device and the lesion were performed per the instructions for use. After advancement of the supera stent delivery system (sds) in the anatomy, during attempted stent deployment, the first 2-3 cm of the stent deployed. It was then observed that the thumb slider mechanism was skipping. The decision was made to unlock the second safety lock and the thumb slide was able to be advanced back and forth confirming the stent release mechanism was working. Stent deployment continued; however, it was observed that the stent would not fully release from the delivery system. The delivery system was pulled on gently which released the stent into the lesion. After deployment the proximal end of the stent was observed to be elongated; however, the result was good. The patient is doing well. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty was not able to be confirmed as the stent had already been deployed. During the returned analysis, the slider was advanced and retracted with no resistance noted. There was 4.5 mm of one ratchet ear that was separated and was not returned. It is likely that the distal sheath was bent or entrapped in the anatomy such that the ratchet ear interacted with the distal sheath causing the ear to break off and resulting in deployment difficulty. The elongation likely occurred due to retracting the delivery system with the stent not fully released. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported deployment difficulty and elongation was likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.